Event description:
Health professional reported an alleged lap-band port explant and replacement. The physician noted difficulty accessing the port under fluoroscopy and the pt reported being "dissatisfied with weight loss."

Manufacturer narrative:
(B)(4). The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of difficulty adding/removing saline as follows: at "8. Penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle." Device labeling addresses the possible outcome of inadequate weight loss as follows: caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.